Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak detector alarm occurred during a routine hemodialysis treatment. The operator noted the effluent was pink. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The returned cartridge is under investigation at the time of this report. The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The user's guide states to check the waste fluid for the presence of blood, if pink tinged terminate treatment and rinseback blood. A blood loss should not occur if device labeling is followed. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.